Event description:
Stapler did not fire the way it was supposed too. Surgeon had to over sew the staple line due to leaking. Manufacturer response for stapler, surgical: manufacturer provided rga# for return evaluation.